Event description:
It was reported to boston scientific corporation that a jagwire was used during a lithotripsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, approximately 5mm of the tip of the jagwire detached in the common bile duct. The core wire was exposed. The device fragment was retrieved using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the patient and procedure have been unsuccessful. If any further relevant information becomes available, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a lithotripsy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, approximately 5mm of the tip of the jagwire detached in the common bile duct. The core wire was exposed. The device fragment was retrieved using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the patient and procedure have been unsuccessful. If any further relevant information becomes available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) - the reported event of guidewire tip detachment. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection of the returned device revealed that 7mm of the distal tip pebax coating detached, exposing the core wire of the device. Evidence of adhesive was found on the exposed core wire, confirming that pebax coating had been attached. The distal tip was examined under magnification; the remaining, attached pebax coating appeared to have been skived by another device. The core wire was found to be intact and no other defects were found. Dimensional inspection was also performed. The overall length and outer diameter were measured and confirmed to be within specification. The returned guidewire did not present any obvious indication of a manufacturing defect or anomaly. Based on the condition of the returned complaint device, it is possible the guidewire came into contact with another device, causing detachment of the distal tip pebax coating. Therefore, the most probable root cause for this event is caused by another device. A review of the device history record (DHR) was performed and no anomalies were found. A search of the complaint database revealed that no previous complaints exist for the specified lot.